Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be fixed to the myocardium. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.